Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist replaced the station database and disabled the universal serial bus (usb) power management settings to prevent delays during bio ID scanning, after which the station medical application showed no further errors and the case was closed. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine had a connectivity issue. The customer requested to check the working condition of the biometric identifier (finger scanner) and verify continuous data transmission and connectivity to ensure any delays were kept to a minimum. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine had a connectivity issue. The customer requested to check the working condition of the biometric identifier (finger scanner) and verify continuous data transmission and connectivity to ensure any delays were kept to a minimum. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.